Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Pump error 63 alarm confirmed in the device history and during self test due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm during self test. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test again; however, it did not pass. Customer stated that the insulin pump had insulin flow blocked alert and cannula was bent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.